Manufacturer narrative:
The ventilator was tested by the hospitals biomedical technician and he found that the flow sensor was faulty. One of the thin filaments, which are used for measurement, was interrupted. During testing of the ventilator by the technician, the ventilator alarmed for "flow measurement inop". The ventilator continued to cycle normally. After the flow sensor was replaced and the ventilator was tested, no further problem was detected and the ventilator was returned to service. The flow sensor is a wear and tear apart, which can be replaced easily, also during ventilation. If the flow sensor fails, flow readings and curves are no longer available. The flow measurement is a monitoring function. Gas dosage is continued if flow measurement fails. A risk for the pt can be excluded, as pressure monitoring and pressure limitation is independent from flow measurement. The MFR comes to the conclusion that the evita xl behaved as specified for a flow sensor "end of life" condition, posted corresponding alarm and continued ventilation.

Event description:
This MDR is filed to give a response to the user facility report (B)(4). It was reported that the flow data fields on the screen were blank and ventilator stopped cycling.